Event description:
3 positive test results same lot number took a pcr the same day and it was negative.

Manufacturer narrative:
Corresponding to the production batch of product retention samples (lot:221co20222) again, the negative coincidence rate test was pass. Ongoing investigation into the source of counterfeit goods.